Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was an cut response button ribbon cable. The root cause for the cut response button ribbon cable could not be positively identified. No adverse event resulted from the damaged monitor.